Event description:
It was reported that an internal dialyzer blood leak occurred during a patient¿s continuous renal replacement therapy (crrt). It was confirmed that the machine, a fresenius multifiltrate system, alarmed appropriately with a blood leak alert. The blood leak was reportedly visible as reddish liquid was noted in the fluid waste bag. It was initially reported that a membrane rupture had occurred within the dialyzer. However, there were no visible damages or defects observed on the device. Blood test strips were not used. There was nothing unusual noticed during the setup or priming phases. The patient's estimated blood loss (ebl) was 20-30 ml. The blood loss did not result in any patient injury or harm, and no medical intervention was required. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation. The facility discarded the device because it had been exposed to blood.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred during a patient¿s continuous renal replacement therapy (crrt). It was confirmed that the machine, a fresenius multifiltrate system, alarmed appropriately with a blood leak alert. The blood leak was reportedly visible as reddish liquid was noted in the fluid waste bag. It was initially reported that a membrane rupture had occurred within the dialyzer. However, there were no visible damages or defects observed on the device. Blood test strips were not used. There was nothing unusual noticed during the setup or priming phases. The patient's estimated blood loss (ebl) was 20-30 ml. The blood loss did not result in any patient injury or harm, and no medical intervention was required. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation. The facility discarded the device because it had been exposed to blood.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no supporting photos were provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed. All released products were found to be conforming to specifications. During the review, there was no indication that any relationship exists with the reported failure mode. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.